Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: occlusion, dissection, surgery. Time of symptoms/ae: after vessel closure. Report for device 1 of 2: it was reported that a physician, trained in the use of the starclose device performed two arteriotomy closures on the left and right femoral arteries. The closures were successful, no bleeding was observed and distal pulses were detected. Later that evening, no lower extremity pulses were detected. An ultrasound was performed and found both left and right arteries occluded. A surgeon reported that both arteries had dissections. He removed the occlusions and repaired the vessels. Both starclose clips were found to be properly placed. No additional information is available.